Manufacturer narrative:
Other application component is product ID: 37761, serial# (B)(4), product type: recharger. (B)(4) apply to recharger. (B)(4) apply to pli implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy. It was reported patient went to charger her device and noticed connector pin was bent, recharger was not charging properly now. It was noted connector pin was bent yesterday and recharger stopped charging today. It was confirmed her implant had no power, it¿s dead. It was mentioned patient had this issue in the past. No further complication and no symptoms were reported.

Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) found that connector pin was bent. All fdm and fdr codes apply to the desktop charger (serial # (B)(4)). Fdc 67 applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.